Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported during ongoing use that the battery longevity decreased from 11.5yrs to 5.5yrs remaining, within 9 months. The device is part of 2018 hydrogen induced premature battey depletion advisory. Data was sent to technical services for recommendations. No adverse effects were reported. Additional information: the device was explanted and returned. This report has been updated to include final analysis results.

Manufacturer narrative:
The device remains implanted. Should further information be received, this report will be updated.

Event description:
It was reported during ongoing use that the battery longevity decreased from 11.5yrs to 5.5yrs within 9 months. The device is part of 2018 hydrogen induced premature battey depletion advisory. Data was sent to technical services for recommendations. No adverse effects were reported.